Manufacturer narrative:
The pod was received with the cannula deployed and the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted after opening the pod. The download data from the pod showed that the pod had been deactivated by the user at the end of the second priming sequence, with both priming sequences having run for the expected number of pulses. Inspection of the internal components found score marks on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. No damages or manufacturing deficiencies were observed that would result in the needle mechanism deploying early. Reset and redeployment of the needle mechanism found the needle mechanism to deploy as intended. The misaligned linkage assembly resulted in contact between the top housing and the linkage assembly that prevented the needle mechanism from fully retracting. Though no issues were observed that would result in the needle mechanism deploying early, it could not be determined when the needle mechanism deployed. The cause of the reported needle deployed early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed before pod activation, indicating a needle mechanism failure. The pod was not worn.